Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, before reaching nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications, nor injuries were reported.